Event description:
The manufacturer received information alleging a ventilator required maintenance. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the error log indicated the internal battery was not being charged and the front panel/keypad led pca reacted as if the buttons were being pressed twice. The power management pca and led pca were replaced. The device passed all tests.

Manufacturer narrative:
Previously reported: the manufacturer received information alleging a ventilator required maintenance. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the error log indicated the internal battery was not being charged and the front panel/keypad led pca reacted as if the buttons were being pressed twice. The power management pca and led pca were replaced. The device passed all tests. New information: the trilogy 100 front panel/keyboard led pca, power management pca were returned to the philips investigation lab (pil) for further investigation and the failure of the suspected components could not be duplicated. In addition, the error codes could not be duplicated. The suspected components passed all testing and operated as designed. The components were scrapped.